Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received, but an evaluation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent exchange ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stent could not be reconstrained; partially deployed. The partially deployed stent was removed from the patient. The procedure was completed with another stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent exchange ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the stent could not be reconstrained; partially deployed. The partially deployed stent was removed from the patient. The procedure was completed with another stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 62 mm and the partially deployed section of the stent was moved distally past the tip. The outer sheath was kinked at several locations at the proximal end. The distal handle had been moved distal to the stainless steel handle, indicating it had been moved in the incorrect direction during deployment or moved too distally during reconstrainment. An attempt made to reconstrain the partially deployed stent failed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.